Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and high blood glucose event. The customer¿s blood glucose was 479 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive and no significant events leading to keypad anomaly were observed. Customer reported that the keypad anomaly was resolved by battery change. Customer had a high blood glucose of 479 mg/dl and treated with manual injection. Customer declined high blood glucose troubleshooting. The customer was advised to monitor and call back if issue recurs. The devices not expected to return for analysis.